Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) due to traces of previous moisture presence underneath the j7 aa battery connector. Unable to perform the displacement test due to the critical pump error. The unit was received with a crack in the battery tube that extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly. Also the middle (enter) keypad button is cracked. (B)(4).

Event description:
Information received by medtronic indicated that the back of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.